Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01269. This report is being submitted as additional information. Approximate age of device ¿ 4 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Evaluation of the submitted log files appeared to show the pump operating as intended and a direct correlation between the device and the reported alarms could not be conclusively established through this evaluation. The reported alarms (green pump running symbol being off) could not be confirmed through this evaluation, as they reportedly occurred on (B)(6) 2018 and the submitted log files do not contain data before (B)(6) 2018. No additional complaints have been reported at this time. The hm3 lvas instructions for use describes all system controller alarms, including actions to take when the ¿pump running¿ symbol is black. The hm3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient heard an alarm from the system controller. The alarm was intermittent and the green pump running symbol was off. The patient switched to the mobile power unit for 1 hour. Then the patient exchanged the battery clips and no more alarms occurred. The patient reportedly cleaned the batteries and battery clip contacts daily. The patient was asymptomatic. No further information was provided.